Event description:
Routine complaint investigation when a consumer reported a mistreated based upon a reading obtained on the blood glucose monitor. Per the consumer, the strips consumer was using expired as of february 2003.